Event description:
Information received from the field notes that the patient was admitted for a mitral valve problem. The patient was on kidney dialysis and the general state of health was not good. Intermittent loss of capture was noted during the magnet rate test. The patient was not pacemaker dependent and was in atrial fibrillation with ventricular conduction between 85 bpm and 100 bpm. Data suggested a possible lead dislodgement. The patient will be monitored.